Manufacturer narrative:
Exact date unknown, event occurred over the last few months from the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing increased charging frequency. The physician did not suspect device malfunction. The ipg was replaced with an MRI compatible device and the patient was doing well post-operatively. The explanted ipg was not returned.